Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by stomach pain. The cause of the events were unknown. It was not reported if the patient was hospitalized for the event. The patient was not treated with antibiotics for the event. At the time of this report, the patient outcome was unknown and pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Upon follow-up, it was reported that the patient has recovered from stomach pain and peritonitis (on an unknown date). Should additional relevant information become available, a supplemental report will be submitted.